Manufacturer narrative:
Medtronic received the following information from a journal article entitled; use of a steerable sheath for completely femoral access in branched endovascular aortic repair compared to upper extremity access hauck et al, cardiovasc intervent radiol 45, 744¿751 (2022). Https://doi.org/10.1007/s00270-022-03064-8. Age or date of birth: mean age. Sex: mean gender. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx guides were used during procedures where bridging stent graft (bsg) implantation in downward oriented branches in branched e ndovascular aortic repair bevar on unknown dates. Non mdt steerable sheaths were also used. The following adverse events were reported: access site compilations and reintervention. The cause of the adverse events are undetermined.